Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. An air detected in cassette alarm was displayed on the cycler prior to discovery of the fluid leak. Fluid was observed leaking out of the cassette door when the tubing set was removed. The patient completed their treatment by performing a manual exchange. The cause of the leak was not known. Upon follow up, it was reported that the patient stopped using the cycler. The patient has been performing manual pd therapy since the reported incident and there have been no missed treatments. The patient¿s pd nurse was made aware of the reported event. It was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was not available to be returned as it was reportedly discarded.